Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix was extended but it would not stay connected to the tissue. The physician attempted several times and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.